Event description:
It was reported that, this pacemaker was found to be operating in safety mode. Subsequently, the patient was hospitalized and three days later this pacemaker was explanted and replaced. No additional adverse patient effects were reported.